Event description:
It was reported that during a meniscal root repair surgery the scorpion needle snapped off inside the scorpion and is stuck. There was no harm for patient, operator or third party. The surgery was finished successfully with a meniscal resection. It was not necessary to do a second surgery. Update swit 22-nov-2022: nothing broke inside the patient, the needle broke outside of the joint in the instrument.

Manufacturer narrative:
This 3500a record is submitted to comply with an FDA 483 inspectional observation issued to arthrex inc on may 5, 2023. Arthrex has reassessed the reportability decisions made on historical complaint records using revised criterion. This 3500a document is a result of the reassessment. The complaint device was not received for evaluation. Based off the information provided, the most likely cause for the reported failure can be attributed to user error of the device due to applying excessive mechanical forces upon insertion.